Event description:
A report was received indicating that a customer's pump was taking significantly longer to charge its battery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.